Manufacturer narrative:
The potentials for instability, laxity, and pain resulting in a poly swap were evaluated within the device risk assessments, and the occurrence rate relative to this complaint are in alignment. Investigation did not reveal any manufacturing related problems. For poly swap revisions occurring less than years out from the initial surgery date, it is likely to be attributable to be surgically related to implant placement or alignment, soft tissue balance, or surgical technique etc.

Event description:
Patient indicated over the phone that they had ongoing pain. Patient had a revision of their (B)(6) 2024 implant on (B)(6) 2025 to have a poly swap with a different thickness.